Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable." "Bolton medical is voluntarily reporting a device malfunction related to the relay thoracic stent graft with plus delivery system (the relay nbs plus system). The relay nbs plus system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (B)(4). The relay nbs plus related event occurred in (B)(6). The event did not lead to patient death or injury."

Event description:
During the deployment, with the selector on position 2, the inner sheath remained joint to the catheter. In poor wards, after advancing the stent graft on position 1, the first operator selects position 2 and starts pulling down the grey handle. At this point, instead of the regular behavior, the whole system (inner catheter, stent graft and inner sheath) starts retracting as if we were still on position 1 (I made myself very sure to be indeed on position 2). After several tries we were about to abort the procedure, and of course to open the patient in order to get delivery system and stent graft out (very small access, it was impossible to go thru with the inner sheath exposed), when we decided to give it a last try. The stent graft was successfully deployed by maintaining the stainless steal rod steady while pulling down the grey handle. Step 3 had no problems as well as step 4. Eventually the stent graft was perfectly positioned.